Event description:
It was reported that customer¿s pump became hot to touch while it was charging using tandem charging supplies, and customer described this as a heat or electrical issue. There was no adverse impact to the customer's blood glucose level. Customer declined to provide information regarding alternate insulin therapy.